Event description:
Pt intubated 8.0 alt secured at 24 "llp" (hollister system). A device related pressure injury which was unsaveable on the upper lip and left cheek due to the intubation system. Pt required wound care treatment beneath. Et tube-hollister.